Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. They changed the set 3 times and found the cannula was bent; changed the set and cleared the alarm. Customer's blood glucose value was over 600 mg/dl, which was treated with manual injection and it went down to 388 mg/dl. Troubleshooting for high blood glucose was declined. The customer also reported receiving sg value not available, lost sensor signal and calibration error alerts. Troubleshooting was performed, and the customer was assisted with reconnecting the sensor. The product will not be returned for analysis.